Event description:
The manufacturer received a voluntary medwatch (mw5109639) alleging a patient expired after using a ventilator. The reporter alleges the device malfunctioned, was alarming, and that the volume settings on the device were incorrectly set by the durable medical equipment company. The patient was transported to the hospital where he later expired. The reporter alleges the cause of death was due to carbon dioxide in the blood over the limit. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.